Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective occluder. The technician replaced the faulty occluder to resolve the reported issue. Subsequent functional verification testing and a calibration of the device was completed without further issues and the unit was returned to service. Livanova (B)(4) requested the device back for further investigation. However the customer declined the request. Therefore no further investigation can be performed. No specific root cause can be identified. A review of the DHR did not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) displayed an error message during maintenance. There was no patient involvement.